Manufacturer narrative:
The operator was flushing the open mode aspiration pathway with 10% bleach and the bleach got into his eyes. The cd3200 system operator's manual (06h60-01, revm), discusses hazards in section 8 and recommends personal protective equipment be used when using chemicals for operation and maintenance of the cd 3200. Page b-5 states protective powder free gloves and safety glasses should be used when maintaining or repairing the instrument. In addition the complaint analysis and trending system (cats) and trending analysis support system (tass) was reviewed and no adverse trends were identified for this issue. No device malfunction occurred. This is a final report.

Event description:
The operator of the cell-dyn 3200 sl analyzer accidentally spilled 10% bleach solution in his eyes while flushing the open mode aspiration pathway. The operator was wearing glasses but not safety goggles or a face shield as required per lab protocol. The operator immediately washed his eyes with the eye wash device. The operator went to the emergency room and a 1 liter saline solution was used to rinse each eye. The operator returned to the lab and reported that his eyes were in good condition.